Manufacturer narrative:
The practitioner failed to screw the prosthetic screw into the implant. In desperation, he tried to rework the internal thread of the implant without more success. Ultimately, the practitioner decided to remove the implant. The internal thread is controlled at 100% in production. Given the state of the implant it is difficult to understand the reason of the problem. This case is considered as isolated.

Event description:
The practitioner was unable to screw the prosthetic screw into the implant. The practitioner tried to rework the thread of the implant to correct the problem without success. That is why, ultimately, the practitioner decide to remove the implant.